Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the mainwest scanner was not working properly due to the damaged scanner cable. The field service engineer resolved the issue by replacing the damaged scanner cable. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es experienced that the scanner was not working properly. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed no delay or patient harm. There were no adverse events or injuries reported based on this incident.